Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: after investigation, the patient was a 31-year-old female who underwent lateral episiotomy suture in hospital on (B)(6) 2024. The surgeon used w9918 to perform the vaginal wall sewing in a continuous suturing manner. During the sewing process, pull off suture needle occurred and the detached needle fell into the patient's body. The surgeon immediately looked for the detached needle. The patient was given dr auxiliary examination at the bedside to locate the position of the needle. The integrity of the needle was verified after the needle was removed. After confirming that there was no residual foreign body in the patient's body, a new suture (with unknown specific product information) was replaced for sewing again. The subsequent surgical operation went smoothly. This event did not cause any other harm to the patient except that it prolonged the surgery for about half an hour. No subsequent adverse event report was received.

Event description:
It was reported that a patient underwent an obstetric forceps surgery on (B)(6) 2024 and suture was used. During the procedure, when the doctor sutured the patient's vaginal wall, the suture broke off from the end of the needle, and the needle fell into the vaginal wall, making it difficult to detect. The needle broke, prolonging the postoperative time and posing a safety hazard to the patient. Later, a bedside dr examination was performed to locate the needle position, retrieve the complete needle, and replace the suture. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? What instruments were used to grasp the needle? Where was the needle grasped during use? Did the needle pull off the suture or did the needle break? Were x-rays performed to localize the needle fragment? What was the size of the needle used? What was the size of the broken needle fragment? Please describe any medical/surgical intervention required for this suture event including dates and results. How many minutes was the procedure prolonged due to the event? Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name?